Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that an ilet pump displayed a malfunction alert instructing the user to enter malfunction code 56, preceded by an episode where the screen went blank, and the device required replacement with the user transitioning to backup therapy. Symptoms included no reported adverse clinical effects and a highest reported blood glucose of 188 mg/dl. Outcomes included temporary interruption of insulin delivery and use of backup therapy without hospitalization. Investigation included review of device alert history, verification of the malfunction code, and logistical assessment for replacement and return. The investigation into the complaint concluded that the problem originated from a compromised seal on the device. This breach permitted a foreign fluid to infiltrate and corrode the pcba board along with other components of the hoverboard. Consequently, the corrosion has rendered the device irreparable and inoperable by fi technician.